Event description:
It was reported that the customer's pump screen was broken, rendering it unusable. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.